Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a no power alarm and display turned blank. Customer's blood glucose was 165 mg/dl. Customer reported the device did not alarm a low battery alert prior to the off no power alert, it was the second occurrence. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The insulin pump had cracked reservoir tube lip and minor scratched display window.